Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the half height drawer 5.1 was failed and the pockets were not on the bus. The fse replaced the drawer retractor, ran diagnostics, tested the drawers and all pockets, and confirmed that all components tested okay. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawer pockets were showing error of device not detected on the bus. The customer stated that they tried to reboot but could not recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.